Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined. No corrective or preventative actions are required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that the subject device was explanted due to unknown reasons. Implant duration of the valve was 11 months. The device was replaced with a another edwards valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. (B)(4). Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction.

Event description:
Edwards learned the 27mm valve was explanted due to prosthetic valve endocarditis. The patient was known to have pseudomonas endocarditis with large vegetation on the aortic valve. Patient was taken to the operating room for large vegetations on the aortic valve and positive blood cultures, which were sterilized with two weeks of antibiotics. There was a significant amount of pannus below the leaflets of the prosthetic aortic valve, which were intact. There was also some frond-like vegetations on the leaflets of the aortic valve. The annulus of the aortic valve was mostly intact except for an area on the noncoronary cusp that had to be repaired with a bovine pericardial patch. The ICD lead was cultured and concerning for infection and possibly the source of the infection. The patient tolerated the procedure well. There was no significant bleeding at the end. Transesophageal echo showed preservation of lv function, minimal mitral regurgitation, and no aortic insufficiency with good function of the prosthetic valve. Patient was in heart block at the end of the procedure and was ddd paced. The patient left the operating room in stable condition. Patient was discharged on post operative day eight.